Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw liner was melted, and a section had detached and was no longer present. The evaluation found that the jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. It was reported that the device had intermittent activation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not activate the instrument with the clamping jaw closed unless there is tissue present. This could damage the device jaws and cause injury to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal surgery, there were three devices that had an activation issue. The devices worked for 30 minutes before they stopped working. The first two devices stopped working and error tones or red lights were observed, also the second device came into contact with metal instruments. The third device had an intermittent activation and it came into contact with metal instruments. They changed another generator and battery to check if the dissectors could work successfully, but they did not work. And then, they used a fourth dissector with the original battery and generator, and it worked successfully. No part of the dissectors was broken, and no part or piece of them fell into the patient's cavity. There was no patient injury. Medtronic initial investigation found that the device¿s jaw liner was melted. A section had detached and was no longer present.